Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was broken. The device was fully applied. The handle could be actuated and cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mesh fixation with tacker on a laparoscopic umbilical hernia repair, tacks were able to be fired normally and were able to penetrate and hold the tissue but the shaft of the tacker broke from the middle in such a way that it became difficult to fix mesh with tacker. The device was inoperable. Intra-corporeal suturing was done to complete the case. There was no patient injury.